Event description:
The dentist returned the product with a note stating that the implant did not integrate. No other information was provided.

Manufacturer narrative:
Additional information has been requested regarding the device and the incident. The investigation for this device is not yet complete. An update will be provided once the additional information has been received and the investigation has been completed.